Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that customer was hospitalized for high blood glucose form the attorney of the family. Customer¿s blood glucose value was 1280 mg/dl. The information received on (B)(6) 2021 stated the following - reporter alleges: in or about (B)(6) 2019.